Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic during a follow up, the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Recommended programming changes were made.